Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4 h6. Visual examination of the returned product identified the flex shaft of the device is broken, 2 pieces returned for evaluation. Silicone rubber sleeve is torn in multiple locations but appears to be one singular piece. Hudson end has gouges and scratches. The drill bit connection end has a gouge to the internal ¿step¿ surface. No other damage was noted. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the flexible drill broke when drilling. The drilling was complete when the flexible part broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.